Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database found no prior reports for the tibial tray part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the cement was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for subsidence of the tibial component on the anterior medial cortex.